Event description:
It was reported that the patient presented to the hospital for a scheduled device upgrade. During the procedure the physician experienced difficulty in withdrawing the right ventricular lead from the lead port. The header was then flushed with sterile saline and the lead was then disconnected from the device without any complications. The patient was stable during and post procedure.